Event description:
Hosp acquired infection. Case detected after the alert was published. All cases for past year were reviewed, with no others found to be positive for cre. E.k. Was admitted with acute cholangitis (B)(6) 2014. Positive for e. Coli in blood. Pt underwent ercp w/olympus duodenoscope (B)(6) 2014. Tested positive for cre in blood (B)(6) and gall bladder fluid (B)(6). Discharged (B)(6) to transitional care. Entered hospice (B)(6) of this year, 2015, due to chf, where he died. This olympus scope was on loan to the hosp (B)(4) 2015, while the scope we usually use was in for service. Trained hosp staff processed the olympus scope. Annual training and verification of competency is in place. Scopes are inspected by an outside vendor, annually.